Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave over-sensing which resulted in inappropriate mode switch. No interventions or changes were reported, and no patient consequences were reported.